Event description:
The customer reported via phone call that he was receiving a failed battery test. Customer tried to replace the batteries and he kept receiving a failed battery test. Customer stated that the battery cap is hard to screw down but he has never had any issues with it until now. Customer stated that the air conditioner in his hotel keeps the room pretty cold. Customer thinks that this may be why the pump is not accepting the battery. Customer reported that he is going to try (B)(4) alkaline batteries and if it does not work, the pump will need to be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.